Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. Customer was vomiting, nausea and high heart rate. Customer had diabetic ketoacidosis. Customer felt ok to troubleshoot. Customer was admitted in the intense care unit. Customer did not have a backup plan. Customer current blood glucose was 220 mg/dl. Customer cannot recall blood glucose at the time of the incident. The hospital name was (B)(6) hospital. Customer cannot recall the phone number of the hospital. Dr. (B)(6) reported the incident. (B)(6). Customer was wearing the pump at time of hospitalization. Customer was not able to complete the troubleshooting. Products will not be returning for analysis.